Manufacturer narrative:
(B)(4). (UDI):n/a. Concomitant medical products: catalog #: 110007510, cann screw part thrd 3.0x28mm, lot #: unknown. Catalog #: 131218014, 3.5mm low profile cort 14 mmx14, lot #: unknown. Catalog #: 131218016, 3.5mm low profile cort 16 mmx12, lot #: unknown. Catalog #: 816135012, 3.5mm cort lock scr 12mm nsx14, lot #: unknown. Catalog #: 816135014, 3.5mm cort lock scr 14mm nsx14, lot #: unknown. Catalog #: 916135016, 3.5 locking x 16, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial ankle procedure approximately two (2) years ago. Subsequently, the patient was seen in ov 1 year out with foot pain. No images taken then or concern of fx or non-union. About two (2) months ago patient was seen again during an office visit for right foot pain. Doctor was concerned about potential non-union with fracture of hardware.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, h10. Reported event cannot be confirmed on the provided image secondary to suboptimal image quality. No obvious signs to indicate presence of a fracture, but difficult to completely refute. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.